Event description:
Additional information received the infection was resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported there were concerns of infection present at the lead insertion site. Patient was prescribed oral antibiotics. Patient is to follow-up with physician as the next course of action.

Manufacturer narrative:
B3-date of event is estimated.